Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It is reported that during kit inspection at the zimmer biomet spain warehouse, the tension gauge was identified to be broken. There was no patient involvement. No adverse events were identified as a result of this malfunction.

Manufacturer narrative:
The complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product showed signs of repeated use. Analysis of the fracture determined that the fracture occurred near the end of a transition to a reduced thickness and was consistent with bending overload failure mode. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.